Event description:
It was reported that the patient presented in-clinic for a follow up. It was noted that the left ventricular (lv) exhibited failure to capture and high pacing impedance. The lv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.